Event description:
A ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the bipap a30 device at a third-party service center, a ventilator inoperative error was confirmed in the event log. The device's main pca board needs to be replaced to address the issue. Additionally, an alarm indicating the device was unable to write to the event log. The device¿s main pca needs to be replaced. This issue would not affect the device's ability to deliver therapy as designed. No repairs were performed. The device was scrapped.